Manufacturer narrative:
The 29-second pause is not flagged because it is mainly categorized as a pure noise. Indeed, during investigation, I found out the delineation did not detect any p, qrs, or t waves between seconds 46 and 70. The probability scores seem in favor of the episode being both a pure noise and a ventricular pause, but we remove the pause in case of pure noise. Given the present artifacts and baseline wander, the concerned part of the record is flagged as: bad quality strip, missing lead episode, ventricular pause and pure noise. Overall, it is a documented case of pause during noise. To reduce false positives, we remove pauses detected in a noisy signal. This should be improved in our next version.

Event description:
During an internal review a pause/ asystole event transmitted on (B)(6) 2023 was reviewed by clinical operations and medical safety. Cardiologs metrics showed that cardiologs identified 6 pauses (longest duration 2.447 seconds). It did not identify the 29 second pause to meet criteria for a positive primary analysis. Cardiologs identified complete heart block; secondary analysis being disabled at the time of event prevented the event from being going to the queue for monitoring technician review. Clinical operations confirmed the findings (2nd degree avb, type 2 with 29.0 second pause and ventricular standstill lasting 29.0 seconds). No other arrhythmic events were identified during the study.